Manufacturer narrative:
Based on the claim against the product by the customer noting error 23072 occurred, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed calibration of all the axis of the set up joint (suj)4 and reseated the j10 connector which was not seated well and reprogrammed the axes controller joint (acj). The system was tested and verified as ready for use. A review of the site¿s system logs confirmed the occurrence of errors 23072 and 23071 pointing to an arm 4 axis 1 feedback not in the range expected. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like 23072 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by calibration of all the axis of the set up joint (suj)4, reseating the j10 connector and reprogramming the axes controller joint (acj) and power cycling the system, if necessary. A log review confirmed the sigmoid colectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer disabled an arm after the start of the procedure due to repeated recoverable errors and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to starting a da vinci-assisted left hemicolectomy surgical procedure, there were multiple 23072 errors during system installation. Prior to calling technical support, site recovered the error and powered cycle system, but issue returned. The technical support engineer (tse) checked logs and confirmed error 23072 and 23071 pointing to an arm 4 axis 1 feedback not in the range expected. Tse guided caller to move the arm from left to right and up and down around the axis involved and informed that the error can return, and a monitor period was necessary. The tse also informed that system could work with 3 arms in case the arm 4 failed again. At that point, the error was recovered, and the head nurse agreed to monitor the issue during the upcoming surgery. Surgery was ongoing. The site called back later to inform that the previous issue had returned. Tse mentioned that a service/ repair was needed and remined the customer that the system could be used with arm4 disabled. The procedure was completing as planned with no reported injury. On (B)(6) 2022 isi reached out the tse and it was confirmed that the procedure was completed using 3 arms. On (B)(6) 2022 isi followed up with the initial reporter and obtained the following additional information: patient information is unavailable.